Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was 218 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 720 mg/dl. The customer was admitted to the hospital. The customer has been getting no delivery alarms for two weeks and not able to control with shots. The customer cause of emergency room visit as per health care provider is high blood. The customer was treated with three bags of fluids then a shot and IV insulin drip, came down to 388 mg/dl. The customer was not wearing the insulin pump for 12 hours at the time of emergency room visit.